Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. Blood glucose reading was 450 mg/dl. Customer was treated with manual injection as well as customer had symptoms such as nausea and lethargy. Troubleshooting was performed and based on customer report customer did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.